Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015:the patient underwent repair of an umbilical hernia. A bard/davol ventralex mesh was implanted in patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the failed ventralex mesh. Upon inspection, the surgeon noted that patient had ¿2 separate loops of bowel adherent to the undersurface of the umbilical repair¿ the surgeon also noted ¿it was clear that there was an open communication of 1 bowel loop to the mesh with evidence of succus and a large blood clot sitting on the mesh.¿ the ventralex mesh implanted in patient failed to reasonably perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future ,severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication.to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional outcomes alleged by the patient's attorney. The medical records indicate that the patient was treated for adhesions, fistula formation and recurrence all of which are known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b2, b4, b5, b6, b7, g1, g2, g4, g7, h2, h6, h11. Corrected field: d6. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard" h3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2015:the patient underwent repair of an umbilical hernia. A bard/davol ventralex mesh was implanted in patient during this repair. (B)(6)2017: the patient underwent surgery to remove the failed ventralex mesh. Upon inspection, the surgeon noted that patient had ¿2 separate loops of bowel adherent to the undersurface of the umbilical repair¿ the surgeon also noted ¿it was clear that there was an open communication of 1 bowel loop to the mesh with evidence of succus and a large blood clot sitting on the mesh.¿ the ventralex mesh implanted in patient failed to reasonably perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future ,severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh. Addendum per medical records provided by the patient's attorney: (B)(6)2015 the patient was diagnosed with an umbilical hernia repair and underwent repair with implant of a bard/davol ventralex mesh. (B)(6)2015 the patient left the hospital against medical advice after being diagnosed with diverticulitis complicated by abscess. (B)(6)2017 the patient presented to the hospital ER with complaints of abdominal pain, periumbilical/sharpness with diarrhea, fever/chills. (B)(6)2017 the patient was diagnosed with recurrent umbilical hernia with early fistula formation and underwent an exploratory laparotomy with extensive lysis of adhesions in the area of previous surgery, explant of infected mesh (davol ventralex) surrounding umbilical hernia, small bowel resection x2 and placement of vacuum-assisted device. Per the operative report details, abdominal opened in midline incorporating the previous incision. Abdomen entered above previous surgery and 2 separate loops of bowel were adherent to the undersurface of the umbilical repair. This was circumferentially divided and separated from the mesh. There was an open communication of 1 bowel loop to the mesh with evidence of succus and a large blood clot sitting on the mesh, was likely cause of melena. Both loops of bowel were taken down from the mesh and both portions resected. One of the bowel segments was open to the mesh with clear succus and blood external to bowel and incorporated with the mesh. Mesh completely removed." Attorney allegations: alleged outcomes attributed to device adhesions, bowel/intestinal perforation, bowel/intestinal removal, recurrence, fistulae, infection, mesh migration, mesh shrinkage, nerve damage and pain and suffering. Attorney alleges "patient to this date has two dime size wounds that bleed and drain at times. Patient spent approx. 7 days in the hospital following his explant surgery. Patient received hospital follow up care for 4 weeks. Patient also had a visiting nurse come to his home every 2 days for 5 weeks, post explant surgery. Patient had to endure additional pain and suffering with the use of a vacuum device for 5 weeks to heal his surgery wounds due to the infected mesh."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015:the patient underwent repair of an umbilical hernia. A bard/davol ventralex mesh was implanted in patient during this repair. (B)(6) 2017: the patient underwent surgery to remove the failed ventralex mesh. Upon inspection, the surgeon noted that patient had ¿2 separate loops of bowel adherent to the undersurface of the umbilical repair¿ the surgeon also noted ¿it was clear that there was an open communication of 1 bowel loop to the mesh with evidence of succus and a large blood clot sitting on the mesh.¿ the ventralex mesh implanted in patient failed to reasonably perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future ,severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to provide additional product information including the completion of the manufacturing review and to make a correction to the date of implant. The review of the manufacturing records found that the lot was manufactured to specification with no anomalies. This initial deuteriation remains the same, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.